Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a patient receiving clonidine, bupivacaine, and fentanyl via an implantable pump for lumbar radiculopathy and spinal pain. It was reported that for the last "well over 6-months" at pump refills, there was a discrepancy of more left than expected. The patient mentioned there should have been "2.8 left", but they pulled "8.2". The patient stated they use most of their boluses. The patient mentioned that something was slowing the pump and they already had a pump "fail" on them (regulatory report#: 3007566237-2014-01202).